Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a fiber was present in the patient¿s eye during a cataract surgery with intraocular lens (iol) implantation. The fiber was not identified until the post-operative appointment. Details regarding the surgery and the patient impact were not available. Additional information was requested and none received till date.

Manufacturer narrative:
Additional information provided in h.6. And h.11. The reported product was not received at the investigation site for evaluation. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications. The root cause of the customer's complaint could not be established as a product has not been received and the condition of the product could not be verified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Please be aware that generally natural fibers are sourced from multiple materials such as clothes, and woven fabric towels/wipes, or non-woven cellulose type materials(paper) in manufacturing or the operating room. No further investigative or manufacturing actions are warranted at this time as a product has not been received and the condition of the product could not be verified. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The complaint has been documented, and quality assurance will continue routine monitoring for adverse trends. The paks are manufactured in an environmentally controlled area with established controls designed to minimize particulate introduction, and external suppliers are routinely assessed to ensure component quality. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all products is reviewed monthly to monitor for adverse trends. The most recent review showed no trends associated with the reported product or event type. Quality assurance will continue routine monitoring and will take additional action if future data indicates a recurring concern this complaint has also been communicated to custom pak manufacturing management through the customer review board meeting. The manufacturer internal reference number is: (B)(4).